Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the endoscope did not rotate from the surgeon side console (ssc). The customer had to reseat the endoscope twice and had to move the endoscope adaptor (aea) manually. The customer informed that even rotating with their hand, the aea was abnormally hard to rotate. Intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to sterilize the endoscope and aea and to advance exchange (aex) it as soon as possible. The system was ready for use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope had inverted image due to endoscope not rotating. No non-intuitive movements were observed. The endoscope was inspected before use. There was noting out of the ordinary. The procedure was completed with no reported injury. The procedure was completed using spare endoscope.

Manufacturer narrative:
Based on the claim against the product by the customer noting image orientation issue, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and reported failure was confirmed. Advanced endoscope adapter (aea) was found to be damaged or friction issue was noted. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.